Event description:
The complainant reported a patient in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support, a kink was observed in catheter part of the pump under fluoroscopy, and the medical team reported the pump flow was low, and the patient experienced multiple episodes of ventricular tachycardia that required defibrillation and cardiopulmonary resuscitation to resolve. The physician made the decision to explant the impella cp and replace it with a new pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.